Event description:
24 medwatch reports were received from the food and drug administration (FDA) on 03mar2025. All 24 reports were submitted by the same patient to FDA with event date of 01jan2023 and report to FDA date of 12feb2025. Review of the information provided by the 26 y/o female patient whose identity is unknown, indicated that the patient has been experiencing pain, alignment issues as the teeth have not moved correctly, fit issues, decay and the patient had to get multiple cavities and root canals due to the use of the aligners. Additionally, the patient indicated the front tooth moved backward so far that it may need to be replaced with a fake tooth. Furthermore, the following information is noted based on the codes used in the medwatch reports: bacterial infection, tooth loss, sensitivity of teeth, and indication that there are no clinical signs, symptoms, or conditions. FDA medwatch report number references: mw5166367, mw5166368, mw5166369, mw5166370, mw5166371, mw5166372, mw5166373, mw5166374, mw5166375, mw5166376, mw5166377, mw5166378, mw5166379, mw5166380, mw5166381, mw5166382, mw5166383, mw5166384, mw5166385, mw5166386, mw5166387, mw5166388, mw5166389, mw5166390.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.